Manufacturer narrative:
Pump received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. Pump received with normal operating currents. Pump monitored for several days and no battery alarms or alerts occurred during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that all buttons were unresponsive. Customer also reported to have battery issues. Customer's blood glucose was 300 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.